Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 535 (mg/dl). Customer attempted to deliver boluses with the pump to treat bg levels. Customer reported that they required assistance from their daughters and nurse at the assisted living home with this event. During the call with tandem technical support, customer was unable to navigate the pump to perform troubleshooting, and requested to end the call to contact their health care provider for back up therapy to address their bg level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.